Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented during implant procedure. It was noted that the right ventricular lead was difficult to implant during procedure. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2024. The patient was in stable condition.